Manufacturer narrative:
Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device malfunction and that glucose values subsequently decreased. It was concluded that the event was consistent with hyperglycemia of unclear cause associated with a large meal, with the device operating as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after a larger-than-usual meal, with a reported blood glucose high of 399 mg/dl and subsequent readings trending down. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no alarms, and user education regarding appropriate meal announcements and algorithm function.